Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported an overdischarge. The patient had not charged in a few months. The patient had an appointment and the battery was found to be in overdischarge, so they started a physician mode recharge (pmr) in the office. They performed an antenna locate (al) first, and then the pmr. The patient went home and continued to charge. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if one was planned. 3 days later the rep met with the patient to clear the power on reset (por). A 0x3608 code appeared on the clinician programmer (cp) upon interrogation. The patient was now receiving effective therapy. During an impedance check, it was noted that contact 6 was >10000. Programming was not using this electrode. The patient's relevant medical history includes failed back surgery syndrome.

Event description:
Additional information received reported the patient had her battery replaced on (B)(6) 2016 and she was receiving effective therapy. The patient was doing well.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Correction: please note result code and conclusion code no longer apply to this report. Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge was performed, the ins passed functional testing. Normal impedance was measured on all circuits and electrode pair combinations using two known good leads. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.890 volts. On (B)(6) 2016 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.